Event description:
While under a dr's care pt was placed on a dynatron 650 electrotherapy. Pt was also on a lot of medicines. Pt started to develop tremors, almost passing out. Electrical tingling from head to toe. Muscle cramping and "tighten". Symptoms will or have not gone away yet. Pt used this machine daily for 1 - 1 1/2 hrs per day, 7 days a week for 1 yr.